Manufacturer narrative:
Reported event of gauge reading inaccurately. Visual evaluation of the complaint device was performed and there were no issues noted. The gauge needle was at 4 atm. A functional test was performed and found that the gauge needle moved from 4 atm, but when pressure was released, the needle returned to 4 atm. It is probable that the device was mishandled during storage of the device in the hospital or during preparation of the device during the procedure. This could have led to the gauge receiving a shock causing damage to the internal mechanism of the gauge which would result in the gauge not operating to its specifications. Therefore, the most probable root cause of this complaint is handling damage. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, when removed from the packaging, the gauge read 4atm and continued to remain at 4atm. The procedure was completed with another alliance syringe. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.